Event description:
The customer reported that the portable detector, model skyplate, dropped. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) went on site, checked the detector and confirmed the statement of the customer regarding not being able to calibrate. An exchange detector was installed and calibrated. The system meets the specification for the performed service and is returned to use. The affected detector was dropped from about waist level to the floor. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.